Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The reason for call was to get dental procedure compatibility. The caller reported that the patient claimed that a dental root canal on (B)(6) 2023 affected the device and then they required an adjustment to the device. The caller did not know if the procedure affected one or both of the stimulators. Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent reviewed dental procedure information.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the pt said after getting interstim, their symptoms were fantastic with no accidents whatsoever. Since the 5th or 6th, after a root canal, they started leaking from their bowels and they have had 2 accidents since then. Pt said they have a call in to their doctor's office but the office is closed due to the holiday. Pt said they did tell their dentist about their device but thinks the dentist had no clue. Pt requested assistance to use their control equipment and make a change to their setting. Pt was successful to synch with their ins, increase stim and confirm comfortable sensation in their bike seat area. Agent reviewed brief interstim therapy optimization information, stimulation sensation information and some control equipment general use and function. Offered and sent email with quick guide, and interstim information. Pt was redirected to their doctor. Patient will maintain stimulation level and will continue to track symptoms. The patient mentioned unrelated medical history. This included pt said their right arm is broken, they had a shoulder replacement and has 2 broken bones, they have osteoarthritis. Pt mentioned they also have an enterra device which is working but their enterra doctor retired, they will have teeth capped on the 11th. Review ed enterra physician finder information and sent link to enterra website via email.